Manufacturer narrative:
(B)(4). Product was provided for investigation. However, investigation was limited due to device condition. Receiver log was downloaded and an evaluation found no errors related to complaint. Customer complaint could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to claim no audio output on (B)(6) 2013. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.